Event description:
It was reported that a pericardial effusion and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Three days post-implant the patient experienced a pericardial effusion. A pericardiocentesis was performed and the patient was discharged. At the 45-day follow-up transesophageal echo (tee), a non-mobile thrombus was noted on the device. The patient was put back on eliquis from dual antiplatelet therapy. The patient is reported to be at home and stable.